Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient presented to the emergency room due to report of shock and feeling dizzy. Review of the device found a stored episode of ventricular tachycardia (vt) where anti-tachycardia pacing (atp) was appropriately delivered. The atp therapy was unsuccessful and was reported to have accelerated the rhythm, where a single shock was delivered that successfully converted the rhythm. It was recommended to follow-up with the provider to consider reprogramming of atp. The device remains in-service. No adverse patient effects were reported.